Event description:
Spontaneous call from patient who stated both her legacy pumps were showing high pressure. Patient trouble shot the pumps by changing tubing, cassette, valve and using the back up pump but the high pressure was still there. Author advised patient should go to the hospital. Unknown/not reported if advise was taken. Unsure if pump malfunction or actual central line issue. Mdo was called and informed. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? No. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver. Dose or amount: 13ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.